Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8d06-74 that has a similar product distributed in the us, list number 8d06-31/-41.

Event description:
The customer observed a false nonreactive architect syphilis tp result for 1 sample. The following data was provided: initial result = 0.55 s/co, repeat = 0.53 s/co. Chemclin instrument = 10.22 s/co, tppa = positive . No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a non-reactive result for one sample tested with the architect syphilis tp assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of retained kits with the complaint lot number. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 18322be01 and the complaint issue. A retained reagent kit of complaint lot 18322be01 was tested in a sensitivity setup. No false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. A review of labeling concluded that the issue is sufficiently addressed. Based on our investigation, no systemic issue or deficiency with the architect syphilis tp reagent for lot 18322be01 was identified in the complaint.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields h4 device mfg date has been corrected from 7/17/2021 to 7/12/2020